Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 42-year-old black female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a rp flex inserted for support along with a 5.5 pump for bipella support. After 1 day/18hours the pump had low flows and suspected clot. The team made decision to explant the pump.